Manufacturer narrative:
The device sp 14 003has been inspected for investigation purpose. The tests performed confirmed that the patient reference target movement, consequence of intervertebral motion or an insufficient fixation to the bone caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, an inaccuracy issue was observed. There was no patient/user impact reported.